Event description:
It was reported that an unexpected reset occurred. Customer¿s blood glucose (bg) was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer took no action to address bg level. Customer resumed insulin delivery successfully.